Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi error code on 8015 & 8100 unit account name: olathe medical center account #: (B)(4) asset name: 8015ls v9.12.40 pcu dom a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: tech. Called in for help on 8015 & 8100 unit both units has error codes pop up failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: 8015 unit has error code 255-3274 which has to do with the iui on unit needs to be replace once replace still get same error needs to look at replace the sio board for the iui 8100 unit has error 210.5020 which is a keypad processor the processor not reporting the software version data on unit, the processor is missing & failed. Will need to replace the logic board on unit. Ref:_00d30y0yr._5000l1krhua:ref